Event description:
Reporter indicated a patient had high impedance readings during an office visit, indicating a possible lead break. X-rays were reviewed by reporter but were not forwarded to MFR. The patient is tentatively scheduled for a lead revision surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.